Event description:
During an implant procedure, the left ventricular (lv) lead could not be inserted into the steerable catheter. The procedure was attempted with a second catheter with the same result. The lead was exchanged and implanted successfully. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found protruded medical adhesive from the fill hole between ring electrode 1 and ring electrode 2 in the s-curve region. The lead diameter in this location was measured to be out of specification. The cause of the reported events was due protruded medical adhesive at the s-curve region. Manufacturing investigation was performed at manufacturing site. As a result of this finding, actions to prevent reoccurrence have been implemented. The reported events of lead could not be inserted into the catheter was confirmed.